Manufacturer narrative:
(B) (4).

Event description:
It was reported impedance readings were >4000 ohms on some of the bipolar pairs. The pt was scheduled for a revision of the extension due to "tightness". The pt's symptom relief was reasonable.